Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a piece of "rebar" hit the customer while attached to the pump and as a result the touch screen became shattered and unresponsive. The customer experienced a low blood glucose level (bg) of 53 mg/dl; cause was unknown. Reportedly, customer consumed carbohydrates to address low bg and reverted to manual injections for insulin therapy.